Event description:
It has been reported to philips there was an artifact that appeared on the monitor during a patient use event and was not able to be cleared. There are no known consequences or impact to the patient.